Event description:
Reporting status: serious injury-medical interventionreporting rationale: snaring to remove separated portion of guide wire from patient-medical intervention.device issue: guide wire separationit was reported that rmi towards the proximal right coronary artery (rca) had 100% stenosis, no calcification, and no tortuosity. After balloon angioplasty, another company's stent was implanted in the distal portion of the proximal rca and a vision stent was implanted in the proximal portion of the proximal rca. Ivus was used to confirm stent placement but when trying to remove the ivus catheter, the whisper guide wire was also removed by mistake (there was no resistance). Thus an attempt was made to redeliver the whisper to the lesion, but the whisper went between the outer side of the stent and the vessel wall. Therefore an attempt was made to remove the whisper, but it stuck with the stent struts and separated within the coronary artery. The distal end of the whisper was collected by snaring. There was no effect on the patient. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core, coils and coating had separated 4.7cm proximal to the tipball. The fracture faces were jagged and stretched. The distal end of the separation was in a corkscrew shape for a length of 7.3cm. There were two kinks in the core 1.6cm and 6.2cm proximal to the separation. There was 3 mm of the coils extending out the proximal end of the separation. The coils were stretched at this location. There was no other damage noted to the guide wire. The catheters used during the procedure were not returned. The guide wire was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicates that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to fail due to this type of overload, some portion of the guid wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped was related to being caught behind the deployed stent. How force was applied was not described, but the sem shows the failure mode was from bending overload. In this case, the root cause appears to be from circumstances during the procedure but the exact cause is unknown due to the limited incident information. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.